Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received restart alert 38. The user places the cartridge on the connector before placing it into the pump. They were advised on proper order of operations and to perform complete supply change as soon as possible. There was no report of any patient harm or adverse event associated with this report. Ilet cartridge lot # 30407. Ilet connect adapter lot # 32002. Convatec inset 23", 6 mm lot # 6007696.